Event description:
When using the robotic harmonic scalpel with the harmonic scalpel generator, the blade sheared off and had to be retrieved from the patient during the procedure. The harmonic scalpel handpiece settings were 5 and 3. All fragments were retrieved, and no harm was noted to the patient. The instrument was inspected prior to use.